Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 21x1-1/2 rb tw prior to use packaging was damaged and affected sterility of needle. There were 15 different occurences. ¿material no.: 305765, batch no.: 8171369. The following information was provided by the initial reporter: verbatim: damaged needle packs opened. During the packaging (B)(4) on (B)(6) 2020, needle 21 gauge 1 1/2" bd eclipse 5 needle sleeves were noted to have damage to the needle and the tyvek pouch was opened. The defect is such that it questions the sterility of the product received from bd. Requests a formal bd investigation into this defect.¿

Event description:
It was reported that the bd needle eclipse 21x1-1/2 rb tw prior to use packaging was damaged and affected sterility of needle. There were (B)(4) different occurances. ¿material no.: 305765 batch no.: 8171369 the following information was provided by the initial reporter: verbatim: damaged needle packs opened. During the packaging cl0537 on (B)(6)2020 , needle (B)(4) gauge 1 1/2" bd eclipse (B)(4) needle sleeves were noted to have damage to the needle and the tyvek pouch was opened. The defect is such that it questions the sterility of the product received from bd. Requests a formal bd investigation into this defect.¿.

Manufacturer narrative:
H.6. Investigation summary one photo and twenty-five samples were received by our quality team for evaluation. Upon visual inspection of the photo, it was observed that there was damaged sealing on two unit packages and damage hub component in one unit package. All of the samples were subjected to inspection to check on the sealing and damage component. The team observed damaged sealing in the middle of the strip of five for all of the samples and observed damaged hub on (B)(4) samples and damaged safety shield on (B)(4) sample. A device history record review found no non-conformances associated with this issue during production of this batch. The secondary packaging process was reviewed. Based on the sample evaluation, the damaged occurs at only the middle product within the strip. The damage could have happened during product insertion to the shelf carton. There are three grippers at the top and bottom to guide the product into the shelf carton. The gripper could have been bent where this bend gripper eventually hits the part causing damage. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.